Event description:
It was reported that the pt expired. The pt's daughter stated that the pt's death was expected and was not related to the implanted device system. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)